Manufacturer narrative:
The reported plate was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the plate was unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that a bolt broke off on the al2 plate. The broken piece could not be extracted from the patient and therefore left in the patient's body. The surgery was completed with a replacement device of the same model and no delay. No other patient consequences were reported. This report is related to report number: 3025141-2025-00076 for the driver involved in this event.